Event description:
Following installation of pinnacle 3 v4.2f software, it was reported that the user was no longer able to digitize in a 2d contour and change the orientation cube from it's default of supine.